Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The log captured a driveline disconnect at 11:38 am on (B)(6) 2025. The pump was off for 6 seconds during that time. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnected alarm were confirmed via the provided log files. The system controller event log file captured a driveline disconnect alarm on (B)(6) 2025 at 11:38:00, stopping the pump. The driveline was observed to have been reconnected to the controller approximately ~2 seconds later, and the pump ramped back up to intended speeds by 11:38:06. No other notable events were observed in the log files submitted. The system controller (serial number: (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root causes of the reported events were unable to be conclusively determined through this analysis. The device history record for the system controller (serial number: (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revisions of the patient handbook and instructions for use can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 2, ¿how your heart pump works¿, and the heartmate 3 lvas instructions for use section 2, ¿system operations¿, instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿, and the heartmate 3 lvas instructions for use section 7, ¿alarms and troubleshooting¿, instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.